Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Event description:
The customer reported via phone call that the insulin pump was cracked. The customer¿s blood glucose was 112 mg/dl. The device will be returned for the analysis.